Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed to register as shut repeatedly. The field service engineer cleaned the latch switch connections and lubricated the switches with the conductive grease. The fse tightened and reseated the switch connectors to resolve the issue and tested the remote manager in the diagnostics and application to ensure the operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, when retrieving medications refrigerator door was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.